Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a few months began experiencing severe pelvic pain. Essure was removed via bilateral salpingectomy 11 months after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("bilateral essure coils are seven separate coil fragments of metal 18 cm long in") and pelvic pain ("severe pelvic pain/ pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe cramping when not menstruating/ abdomen pain"), swelling ("swelling"), dysgeusia ("metallic taste in mouth") and weight fluctuation ("weight fluctuation"). In february 2016, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), menorrhagia ("severe, abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), rash ("rashes/ rash"), urticaria ("hives") with pruritus, vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), depression ("depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("back pain"), uterine pain ("uterus pain"), oropharyngeal pain ("throat pain") and menopausal symptoms ("hormonal changes (pre-menopause symptoms)"). The patient was treated with surgery (laparoscopic removal of essure device,bilateral salpingectomy, possible laparotomy and cystoscopy) and surgery (removal surgery: bilateral salpingectomy in feb-2016). Essure was removed on (B)(6)2016. At the time of the report, the device breakage outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, rash, urticaria, swelling, dysgeusia, vaginal discharge, fatigue, weight fluctuation, depression, procedural pain, vaginal haemorrhage, hypersensitivity, nausea, allergy to metals, weight increased, weight decreased, back pain, uterine pain, oropharyngeal pain and menopausal symptoms had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menopausal symptoms, menorrhagia, nausea, oropharyngeal pain, pelvic pain, procedural pain, rash, swelling, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that within a few months of having essure implanted she began experiencing symptoms. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Implant was deployed according to protocol without difficulty diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6)2015: full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : device breakage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received, reporter added, event added- device breakage, reporter causality comment updated, product information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("bilateral essure coils are seven separate coil fragments of metal 18 cm long in") and pelvic pain ("severe pelvic pain/ pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe cramping when not menstruating/ abdomen pain"), swelling ("swelling"), dysgeusia ("metallic taste in mouth") and weight fluctuation ("weight fluctuation"). In february 2016, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), menorrhagia ("severe, abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), rash ("rashes/ rash"), urticaria ("hives") with pruritus, vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), depression ("depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("back pain"), uterine pain ("uterus pain"), oropharyngeal pain ("throat pain") and menopausal symptoms ("hormonal changes (pre-menopause symptoms)"). The patient was treated with surgery (laparoscopic removal of essure device,bilateral salpingectomy, possible laparotomy and cystoscopy) and surgery (removal surgery: bilateral salpingectomy in feb-2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, rash, urticaria, swelling, dysgeusia, vaginal discharge, fatigue, weight fluctuation, depression, procedural pain, vaginal haemorrhage, hypersensitivity, nausea, allergy to metals, weight increased, weight decreased, back pain, uterine pain, oropharyngeal pain and menopausal symptoms had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menopausal symptoms, menorrhagia, nausea, oropharyngeal pain, pelvic pain, procedural pain, rash, swelling, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that within a few months of having essure implanted she began experiencing symptoms. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Implant was deployed according to protocol without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on 15-apr-2015: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe, abnormal menstruation pain"), menorrhagia ("severe, abnormal bleeding during menstruation"), abdominal pain lower ("severe lower abdominal pain/ severe cramping when not menstruating"), dyspareunia ("pain during intercourse"), rash ("rashes"), urticaria ("hives") with pruritus, swelling ("swelling"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation") and depression ("depression") with anxiety. The patient was treated with surgery (removal surgery: bilateral salpingectomy in (B)(6) 2016). In (B)(6) 2016, the patient experienced procedural pain ("painful procedure"). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, rash, urticaria, swelling, dysgeusia, vaginal discharge, fatigue, weight fluctuation, depression and procedural pain outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, rash, urticaria, swelling, dysgeusia, vaginal discharge, fatigue, weight fluctuation, depression and procedural pain to be related to essure. The reporter commented: within a few months of having essure implanted she began experiencing symptoms. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a few months began experiencing severe pelvic pain. Essure was removed via bilateral salpingectomy 11 months after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('bilateral essure coils are seven separate coil fragments of metal 18 cm long in') and pelvic pain ('severe pelvic pain/ pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2012 to (B)(6) 2015 and iud from 2005 to 2012. Past adverse reactions to the above products included contraception with depo provera and iud. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), menorrhagia ("severe, abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rashes/ rash / allergic or hypersensitivity reaction (type: general rash )"), urticaria ("hives / allergic or hypersensitivity reaction (type: hives)") with pruritus, vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), allergy to metals ("nickel allergy / allergic or hypersensitivity reaction (type: sensitive to nickel)") and menopausal symptoms ("hormonal changes (pre-menopause symptoms)") and was found to have weight increased ("weight gain"), 26 days after insertion of essure. In 2015, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe cramping when not menstruating/ abdomen pain"), swelling ("swelling"), dysgeusia ("metallic taste in mouth") and weight fluctuation ("weight fluctuation"). In (B)(6) 2016, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems (condition: depression)") with anxiety, hypersensitivity ("allergic or hypersensitivity reaction"), back pain ("back pain"), uterine pain ("uterus pain") and oropharyngeal pain ("throat pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic removal of essure device,bilateral salpingectomy, possible laparotomy and cystoscopy and removal surgery: bilateral salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, dermatitis allergic, urticaria, swelling, dysgeusia, vaginal discharge, fatigue, weight fluctuation, depression, procedural pain, vaginal haemorrhage, hypersensitivity, nausea, allergy to metals, weight increased, weight decreased, back pain, uterine pain, oropharyngeal pain and menopausal symptoms had not resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, depression, dermatitis allergic, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menopausal symptoms, menorrhagia, nausea, oropharyngeal pain, pelvic pain, procedural pain, swelling, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that within a few months of having essure implanted she began experiencing symptoms. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Implant was deployed according to protocol without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: outcome of the event abdominal pain lower was updated to recovering from not recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('bilateral essure coils are seven separate coil fragments of metal 18 cm long in') and pelvic pain ('severe pelvic pain/ pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2012 to (B)(6) 2015 and iud from 2005 to 2012. Past adverse reactions to the above products included contraception with depo provera and iud. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), menorrhagia ("severe, abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rashes/ rash / allergic or hypersensitivity reaction (type: general rash )"), urticaria ("hives / allergic or hypersensitivity reaction (type: hives)") with pruritus, vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), allergy to metals ("nickel allergy / allergic or hypersensitivity reaction (type: sensitive to nickel)") and menopausal symptoms ("hormonal changes (pre-menopause symptoms)") and was found to have weight increased ("weight gain"), 26 days after insertion of essure. In 2015, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe cramping when not menstruating/ abdomen pain"), swelling ("swelling"), dysgeusia ("metallic taste in mouth") and weight fluctuation ("weight fluctuation"). In (B)(6) 2016, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems (condition: depression)") with anxiety, hypersensitivity ("allergic or hypersensitivity reaction"), back pain ("back pain"), uterine pain ("uterus pain") and oropharyngeal pain ("throat pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic removal of essure device,bilateral salpingectomy, possible laparotomy and cystoscopy and removal surgery: bilateral salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, dermatitis allergic, urticaria, swelling, dysgeusia, vaginal discharge, fatigue, weight fluctuation, depression, procedural pain, vaginal haemorrhage, hypersensitivity, nausea, allergy to metals, weight increased, weight decreased, back pain, uterine pain, oropharyngeal pain and menopausal symptoms had not resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, depression, dermatitis allergic, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menopausal symptoms, menorrhagia, nausea, oropharyngeal pain, pelvic pain, procedural pain, swelling, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that within a few months of having essure implanted she began experiencing symptoms. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Implant was deployed according to protocol without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced abdominal pain lower ("severe lower abdominal pain/ severe cramping when not menstruating/ abdomen pain"), swelling ("swelling"), dysgeusia ("metallic taste in mouth") and weight fluctuation ("weight fluctuation"). In february 2016, the patient experienced procedural pain ("painful procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe, abnormal menstruation pain/ dysmenorrhea (cramping)"), menorrhagia ("severe, abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), rash ("rashes/ rash"), urticaria ("hives") with pruritus, vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), depression ("depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("back pain"), uterine pain ("uterus pain"), oropharyngeal pain ("throat pain") and menopausal symptoms ("hormonal changes (pre-menopause symptoms)"). The patient was treated with surgery (removal surgery: bilateral salpingectomy in feb-2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia, rash, urticaria, swelling, dysgeusia, vaginal discharge, fatigue, weight fluctuation, depression, procedural pain, vaginal haemorrhage, hypersensitivity, nausea, allergy to metals, weight increased, weight decreased, back pain, uterine pain, oropharyngeal pain and menopausal symptoms had not resolved. The reporter considered abdominal pain lower, allergy to metals, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menopausal symptoms, menorrhagia, nausea, oropharyngeal pain, pelvic pain, procedural pain, rash, swelling, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that within a few months of having essure implanted she began experiencing symptoms. Since her removal surgery, her symptoms have mostly resolved, though some remain. Due to the symptoms, treatments, and procedures she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Added concomitant disease was added. Updated suspect drug indication. On (B)(6) 2015, she had implanted essure device (previously reported as mar-2015). Added events hormonal changes (pre-menopause symptoms), abnormal bleeding (vaginal), allergic or hypersensitivity reaction, nausea nickel allergy, weight gain / loss, back pain, uterus pain, throat pain, throat pain. On (B)(6) 2016, she had explanted essure device (previously reported as feb-2016). Updated events, onset date and outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.